Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3073 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, uterus). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jun-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. C22910) for female sterilisation. The patient had a medical history of ovarian cyst, parity 2, gravida ii and menses irregular in 2015 and overweight. Concurrent conditions were listed as pelvic organ prolapse, endometriosis, abnormal uterine bleeding and pelvic pain since (B)(6) 2022. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3096 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (lap hysterectomy w bl salpingectomy,uterosacral ligament suspension,resection of endometriosis). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: left: 1 coils right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.299 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: fluoroscopic hysterosalpingogram. History: prior placement of essure implant. Patient presents to assess adequately of essure implant placement. Findings: the scout image of the pelvis demonstrates essure implants within each side of the pelvis. Contrast opacified endometrial canal demonstrates smooth contours without intrinsic or extrinsic deformity. The proximal portion of the inner coil of each essure implant extends to within 1 cm of uterine cornua contrast extends in the interstitial segment of each fallopian tube but does not extend distally. There is normal subsequent partial drainage of contrast. Impression : adequate placement of essure implants. The fallopian tube on the left is patent and free peritoneal spill is identified. No evidence of tubal patency on the right.; on (B)(6) 2015: exam: fl hsg. Hysterosalpingography-pelvis. Fluoroscopic hysterosalpingogram. History: prior placement of essure implant. Patient presents to assess adequately of essure implant placement. Findings: the scout image of the pelvis demonstrates essure implants within each side of the pelvis. Contrast opacified endometrial canal demonstrates smooth contours without intrinsic or extrinsic deformity. The proximal portion of the inner coil of each essure implant extends to within 1 cm of uterine cornua contrast extends in the interstitial segment of each fallopian tube but does not extend distally. There is normal subsequent partial drainage of contrast. Impression : adequate placement of essure implants. No evidence of tubal patency. [Pathology test] on (B)(6) 2022: clinical history: pelvic pain. Gross description : the right fallopian tube with fimbria measures 7 cm in length and has a diameter of 0.6 cm. There is an attached 2 cm paratubal cyst. The left fallopian tube with fimbria measures 7 cm in length and has a diameter of 0.7 cm. There is an attached 0.8 cm paratubal cyst. Within the proximal fallopian tubes are metallic coiled devices, consistent with essure devices. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: patient and reporter information,medical history,lab data,lot no.,indication,drug stop date,event onset date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted (lot no. C22910) for female sterilisation. The patient had a medical history of ovarian cyst, parity 2, gravida ii and menses irregular in 2015 and overweight. Concurrent conditions were listed as pelvic organ prolapse, endometriosis, abnormal uterine bleeding and pelvic pain since (B)(6) 2022. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3096 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (lap hysterectomy w bl salpingectomy, uterosacral ligament suspension, resection of endometriosis). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: left: 1 coils right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.299 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: fluoroscopic hysterosalpingogram history: prior placement of essure implant. Patient presents to assess adequately of essure implant placement. Findings: the scout image of the pelvis demonstrates essure implants within each side of the pelvis. Contrast opacified endometrial canal demonstrates smooth contours without intrinsic or extrinsic deformity. The proximal portion of the inner coil of each essure implant extends to within 1 cm of uterine cornua contrast extends in the interstitial segment of each fallopian tube but does not extend distally. There is normal subsequent partial drainage of contrast. Impression : adequate placement of essure implants. The fallopian tube on the left is patent and free peritoneal spill is identified. No evidence of tubal patency on the right.; on (B)(6) 2015: exam: fl hsg hysterosalpingography-pelvis fluoroscopic hysterosalpingogram history: prior placement of essure implant. Patient presents to assess adequately of essure implant placement. Findings: the scout image of the pelvis demonstrates essure implants within each side of the pelvis. Contrast opacified endometrial canal demonstrates smooth contours without intrinsic or extrinsic deformity. The proximal portion of the inner coil of each essure implant extends to within 1 cm of uterine cornua contrast extends in the interstitial segment of each fallopian tube but does not extend distally. There is normal subsequent partial drainage of contrast. Impression : adequate placement of essure implants. No evidence of tubal patency. [Pathology test] on (B)(6) 2022: clinical history: pelvic pain. Gross description : the right fallopian tube with fimbria measures 7 cm in length and has a diameter of 0.6 cm. There is an attached 2 cm paratubal cyst. The left fallopian tube with fimbria measures 7 cm in length and has a diameter of 0.7 cm. There is an attached 0.8 cm paratubal cyst. Within the proximal fallopian tubes are metallic coiled devices, consistent with essure devices. Lot number: c22910, manufacture date: xxx, expiration date: 2012-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.